Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Device dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of inadequate device implantation in combination with friable myocardial tissue. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease. Valve dehiscence is not a malfunction of the device. The most likely cause is procedural factors, including the finding indicating that the valve was not secured to the annulus on the right coronary cusp.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry and medical records that a patient with a 23mm 3300tfx aortic valve was explanted after an implant duration of 4 days due to dehiscence and subsequent pvl. The explanted valve was replaced with a 23mm 8300ab valve. Post bypass tee revealed normal right ventricular and left ventricular function with no evidence of paravalvular leak. Postoperatively, the patient was taken to the ICU in stable condition. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Event description:
It was learned through implant patient registry and medical records that a patient with a 23mm 3300tfx aortic valve was explanted after an implant duration of 4 days due to dehiscence of the valve leading to severe pvl. The explanted valve was replaced with a 23mm 8300ab valve. The patient presented with fever, right sided weakness and facial droop. The patient was diagnosed with streptococcal gallolyicius bacteremia. An MRI showed embolic stroke. A tee showed endocarditis, aortic root abscess and vegetation on the av. There was suspicion the mv was also involved. The patient was treated with antibiotics. The patient underwent twenty-five (25) days later redo sternotomy and avr replacement with a 23mm 3300tfx valve. The patient developed flash pulmonary edema coming off pump and was placed on vv ECMO. A tee post cpb showed a severe av pvl. The there was difficulty weaning from vv ECMO over the next several days due to cardiogenic shock. The patient returned to or on pod #4 and underwent redo avr with a 23mm 8300ab valve. It is noted in findings the 23mm 3300tfx was not secured to the annulus on the right coronary cusp this past the left main. The post cpb tee showed no ai, and no leak. The patient was decannulated from ECMO four (4) days later. On pod #14 the patient developed escalating lactate levels, increasing vasopressor requirements, a CT of abdomen concerning for bowel perforation. A decision was made not to operate. The patient expired on pod #14.

Manufacturer narrative:
Updated sections: b5, b7, g3, g6, h6 health effect - clinical code, and type of investigation.